Event description:
During preventive maintenance service, the manufacturers field service engineer (fse) reported the backup battery failed testing. The fse replaced the backup battery to correct the finding. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Final applicable testing was performed and passed to operating specifications.